Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that shortly after implant, a patient with these right atrial (ra) and right ventricular (rv) leads began to experience dizziness, tiredness, and the need for more air. Interrogation of their system indicated a drop in pacing impedance values on both the ra and rv channels down to around 300 ohms. Loss of capture and a rise in thresholds for both leads was also observed. The physician suspected something was wrong with the leads and thus causing the reported clinical observations. At this time no changes have been made and the ra and rv leads remain implanted and in service. No adverse patient effects were reported.